Manufacturer narrative:
Follow up info was received on (B)(4) 2013 in the form of qa (quality assurance) investigation results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the production and quality control documentation for lot # s1222, with expiration date (05/2015) was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Event description:
Difficulty moving [mobility decreased], bilateral knee swelling [joint swelling], bilateral knee effusion/ left worse than right [joint effusion], did not had any apparent reaction to the injection at all/ still in lot of pain [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013 from a male patient, initials (B)(6), with a lot of knee pain. The patient's medical history was significant for bone on bone (observed in x-ray). On an unspecified date in 2013, the patient initiated treatment with synvisc-one injection at a dose of 6 ml (route of administration not provided) in bilateral knees. The lot number for synvisc one was not provided. The patient reported that he did not had any apparent reaction to the injection at all (sub therapeutic response) and the physician told him it would take a while or sometimes 4-6 weeks to get any relief. On an unspecified date, four to six weeks later, the patient woke up at night in a lot of knee pain. It was reported that there was huge amount of fluid in both knees with one knee was worse than the other. He had difficulty in moving and could barely get out of bed. He had a pain pill and went to the doctor to get fluid aspirated. On an unspecified date, unknown amount of joint fluid was aspirated from an unspecified knee and the patient was treated with hydrocodone and was advised to keep his leg elevated and use ice for the swelling to go down. On an unspecified date, the patient's fluid got built up more in the left knee than the right knee and the physician asked to ice his knees down as much possible and keep them elevated. It was reported that the patient still had a lot of knee pain and one knee still had a lot of fluid. The action taken with synvisc-one was not provided. The outcome and intensity for the events of fluid in both knees, swelling, difficulty moving and did not had any apparent reaction to the injection at all/still in lot of pain was not provided. Relevant concomitant medications were not reported. The reporter did not provide the casual relationship of synvisc-one with all the events. Follow up information was received on (B)(6) 2013 from the physician regarding a (B)(6) patient, initials (B)(6) (previously reported as (B)(6)) updating the patient's medical history, synvisc-one details, events information, concomitant medications and the clinical course that upgraded the case to serious. The patient's medical history was significant for osteoarthritis of both knees (duration of more than two years; grade: severe with prior effusion and presence of osteophytes and joint narrowing), previous use of non-steroidal anti-inflammatory drugs (nsaids) and steroids (depomedrol injection on (B)(6) 2013 in bilateral knees). On (B)(6) 2013, the patient received synvisc-one injection. The lot number for synvisc-one was provided. On (B)(6) 2013, the patient experienced difficulty in moving, swelling in bilateral knees, bilateral knee effusion/left knee worse than right. It was reported as of (B)(6) 2013, the patient had a lot of pain. On (B)(6) 2013, arthrocentesis was performed and 70 ml of joint fluid was aspirated from right knee and 35 ml of joint fluid as aspirated from the left knee. On (B)(6) 2013, the patient received treatment with depomedrol (methylprednisolone acetate) injection as treatment for the events of difficulty moving, swelling in bilateral knees and bilateral knee effusion/left knee worse than right. The same day, arthrocentesis was performed and 46 ml of joint fluid was aspirated from an unspecified knee. The patient had not yet recovered from the events of difficulty in moving, swelling in bilateral acetaminophen (paracetamol), lisinopril, tylenol (paracetamol) and coumadin (warfarin sodium). The intensity for the events of physician assessed the relationship of synvisc-one with all the events as possible.